Event description:
Failure of zenith tx2 taa endovascular graft deployment locking screw. The device was prepped in the prescribed fashion by removing the mandrel, peeling the split sheath, and flushing the lumens with 0.9% nacl + heparin 25 iu/ml. It was then advanced over a lunderquest guildwire and positioned in the aorta for deployment under fluroscopy by md. After deployment, the head of the thumb screw on the device that allows separation of the graft from the sheath was noted to have been snapped off at some point and time. If the graft could not be separated from the deployment sheath we would have had to convert to an open procedure. Later the thumb screw head was found in the internal package in the trash.